Event description:
It was reported by the customer that her catheter was clogged and not draining. 20-jan-2023-called customer to follow up on reported issue for (B)(4) and customer motioned their catheter was clogged and then found to be kinked or something. Customer went to (B)(6) hospital on (B)(6) 2023 and had three clot busters done while they were in the hospital for 4 days. Customer does not know any details on her catheter, no mat or lot number. Customer advised the catheter did not have to be replaced. Catheter is in pt chest. Customer does not have any other information or contact infomation for dr. She was seen by.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.